Event description:
It was reported that when the device was opened, the suture was already broken. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
A partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to broken suture, include, but not limited to, accidental removal/ manipulation of device, i.e. Suture, lever, or foot, prior to insertion and/or deployment; resulting in broken suture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the device was opened, the suture was already broken. There was no patient involvement. No additional information was provided.